Manufacturer narrative:
Product complaint # ==> :(B)(4). Investigation summary ==> the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review ==> the lot number that determines the age of the device and/or a lot-specific complaint database search was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while drilling for a screw with the flexible 35mm drill bit, the tip of the drill broke off in the patients bone. The tip of the drill was left in the patients anatomy. The surgeon attempted to retain the drill bit however, it was discarded in an area of the sharps box I could not safely retain it.